Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pumps alarm for "patient side occlusion" while using 1.2 micron filters on intralipid infusion (smoflipid 20% with volume to be infused of 9.84ml over 24 hours at a rate of 0.41ml/hr). The infusions were contained in a syringe and administered over 12 hours. The intralipid syringe, tubing and filter was set up on (B)(6) 2021 at 2311 via peripherally inserted central catheter (PICC). The clinicians used 1.2 micron filter model number 20219e. The intralipid syringe was changed on (B)(6) 2021 at 1111. The original filter stopcock, and tubing were the same since (B)(6) 2021 at 2311. It was noted that the nurse started having multiple occlusion alarms on the intralipids which were connected via a trifuse extension set at the distal end with a saline med line and tpn solution infusing through a PICC. The alarm issue was resolved when the syringe, stopcock, extension set, and filter were finally changed. There was patient involvement but no harm.